Event description:
Initial results for three patient magnesiums were 4.0, 3.2, and 4.3 mg/dl. When repeated, the results were 2.1, 2.0 and 2.4 mg/dl respectively. The first two samples were run in 2007 and the last sample was run in 2006. No actions were taken by the physician based on the incorrect results. The field service rep was unable to determine a cause for the discrepant results.

Manufacturer narrative:
One patient was a female.